Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 438 mg/dl. The customer's levels had been as high as 600mg/dl. The customer was unable to troubleshoot the device at the time of call. The customer would be calling back at a later time.